Manufacturer narrative:
Review of production records did not identify any non-conformances. Exam of returned product noted that wire was still attached to both distal and proximal joints. Root cause determined to be that wire was caught on needle and broke when force was used to pull the wire out.

Event description:
The guidewire reportedly unraveled in the pt. Doctor put the wire through a non-galt needle and it wasn't threading. It became stuck when the dr. Tried to pull it back out. Upon removal of needle and wire, the wire remained and uncoiled. (B)(4).